Event description:
Event description guidant received information that during a procedure to upgrade the device, this lead was attemted to be explanted. As it was being explanted the tip of the lead came off and was near the superior vena cava. An inquiry was made to technical services regarding possible intervention. Most of the lead was removed. A cardiothoracic surgeon was consulted on this case along with the chief and implanting electrophysiologist's, they decided to leave the tip of the lead in the patient. It was decided the health risk related to leaving the tip in the patient, was very low. The patient experienced no adverse effects.